Event description:
The email received for the (B)(6) study indicated that during in the patient had an mi after the procedure, after leaving the cath lab. It was described as a vagally mediated hypotensive event. He was given atropine during the event. Because he had a mild troponin leak of 0.23 detected on the evening of 08.06.10, serial troponins were drawn which did continue to trend down. Cardiac was consulted. EKG stress test done. It was ultimately determined to be a hypotensive event, not an ischemic event. He was stable at discharge. Pta was performed on an 85% occluded lesion in the proximal right internal carotid artery of 15mm in length of 5.0mm in length with moderate vessel tortuosity. The eccentric lesion was characterized with an arch ii type and moderate calcification. The lesion was not pre-dilated. Following deployment of the second angioguard, an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The patient had no neurological deficits upon leaving the angio suite.

Manufacturer narrative:
Concomitant devices: angioguard embolic protection device catalog number 701814rec, lot number 71108511. Concomitant medications: clopidogrel was administered pre and post-procedure. Heparin was administered during the procedure. It was reported that after leaving the cath lab the patient had a mi described as a vagally mediated hypotensive event not an ischemic event. This was treated with atropine. After cardiology was consulted, the event was ruled out as an mi. He was stable at discharge. Pta was performed on an 85% occluded lesion in the proximal right internal carotid artery of 15mm in length of 5.0mm in length with moderate vessel tortuosity and calcification. The eccentric lesion was characterized as an arch type ii. The lesion was not pre-dilated. Following deployment of the angioguard, an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, congestive heart failure, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The patient had no neurological deficits upon leaving the angio suite. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.